Manufacturer narrative:
Philips service recreated the database, and the customer is monitoring for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a hard disk full warning caused a delayed diagnosis procedure on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.